Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The sp*2 femoral impactor associated with the reported event was not returned. The product lot code required to identify the manufacture date/design revision was not provided. A search of the complaint database found previous reports of sp*2 femoral impactor damage. The previous reports were investigated and the root cause attributed to product wear out. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Tkr: half way through the procedure and during use on patient, the instrument broke while the surgeon was using it. Managed by using same like product. No delay to surgery. No ae to patient.